Manufacturer narrative:
(B)(4). A baxter service technician reported finding a colleague infusion pump with intermittent stop key. The pumphead module keypad was replaced.

Event description:
A baxter service technician reported finding a colleague infusion pump with intermittent stop key. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated.no additional information is available.